Event description:
The caller reported an issue with a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. After troubleshooting, technical support provided instructions for a pump reset. The pump reset resolved the issue.